Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed first attempt due to the resistance of the cannula to the passage of air. It was reported that re-cannulation was performed..